Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter meridian device. Treatment parameters were as follows: blood flow rate: 400 ml/minute, dialysate flow rate: 700 ml/minute for 4 hours with a 2k+ bath. Hcp reported small bubbles passing through air detector, no alarm and "many bubbles clumping together and getting to patient". Pt experienced coughing and shortness of breath. Hcp discontinued treatment, disconnected the blood lines and recirculated blood per unit protocol. Hcp checked pt access for "smooth operation". Hcp administered 2 l oxygen via nasal cannula. After reconnecting pt, bubbles were noticed to be passing to the patient and once again recirculation per unit protocol was conducted. After the second episode, pt was able to complete treatment without incident; however, treatment was nearly completed. Pt symptoms were resolved and pt left center stable, without complaints.